Event description:
Brush heads fell off in mouth [device breakage]. No adverse event. Case description: a (B)(6) year old female consumer reported that while using an oral-b rechargeable toothbrush, version unk, the oral-b brushheads, version unk fell off in her mouth. She reported that two of the brush heads have fallen apart after only weeks of being used. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.